Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer rail was broken, due to which drawer was not to close. The customer reported that that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 rails were faulty. The field service engineer replaced both rails, placed the drawer into the cabinet and tested the closing and opening function successfully. The fse reseated the pyxibus cable and tested the latch and position sensors. The fse also tested the device in the hardware test application. The system functioned as intended after the field service engineer repaired the device.